Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate removed broken screws from stand-offs on sub'd connector. Replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed three other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. / complete:removed broken screws from stand-offs on sub'd connector. Replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kit. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed three other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate that the fms duo+ unit was being loose during an unknown arthroscopic procedure and the fill chamber would constantly fill during the procedure. It was also noted the interface connector was stuck on the back of the pump. A second fms duo+ unit and interface box was used to complete the procedure with no consequence to the patient and no delay in the procedure. One pump and one interface box will be returned for analysis by the customer.